Manufacturer narrative:
Concomitant product: t60a1b ipg, (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. The lead was capped and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.